Event description:
It was reported, that this right ventricular (rv) lead was surgically abandoned, due to high pacing thresholds. To date, the lead remains implanted. No additional adverse patient effects reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).